Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 351 mg/dl with small traces of ketones. Customer stated they believe elevated bg's are due to the pump settings needing to be adjusted. The customer stated they are working with their healthcare provider and diabetes educator to adjust settings. A correction bolus via the pump was delivered to address bg level.